Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, surgery for scoliosis was performed using the expedium system. The fixed area was t11 ¿ l4. Recently, surgeon confirmed through an x-ray that set screws (part#: unk) fixed at caudal end were loosened and that rods had moved in upper position, resulting in loss of the corrective force. The surgeon decided to conduct re-operation next week because such loosened set screws might contact the heart of the patient. He will use non-j&j replacements at the re-operation scheduled next week.

Manufacturer narrative:
Visual examination of the returned device revealed surface indentations, consistent with operative use. No material defects or other abnormalities were observed. Device is considered a concomitant device. Therefore, device history review and trending not needed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.